Event description:
As reported by the user facility: two incidents in which ultrasite valve disconnected from hub of extension set. In one incident, pt lost approx 20 ccs of blood - in the other incident, pt lost approx 10 ccs of blood. Add'l info provided by the user facility indicated that the nurse was new and did not tighten the luer lock connections adequately before use. The pts suffered no adverse sequela associated with the incidents and blood replacement was not needed. The samples have been discarded and no inventory remains of the reported lot number to be returned for evaluation.

Manufacturer narrative:
The actual devices in the incidents were not returned to the manufacturer to be evaluated. Without the actual samples, a thorough investigation could not be performed. It appears the user did not tighten the luer lock connections before use as instructed on the instruction sheet provided with cases of the product. However, no specific conclusions can be drawn.